Manufacturer narrative:
The customer did not return the device for evaluation; however, they did supply the device logs for review which confirmed the alarms. The issue indicates a likely inspiration block fault and a quote for a replacement was provided to the customer along with follow-up email requests, however no further response was received from the customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed technical failure code 389 and 400 during startup. Complainant indicated that there was no patient involvement in the reported malfunction.